Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of sensing and capture on the atrial channel due to what appeared to be a setscrew problem. A revision procedure was performed and the associated competitive atrial lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that dislodgement of the competitive atrial lead was the cause of the reported clinical observations on the initial report. No additional adverse patient effects were reported.